Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered an alert for short v-v intervals and non-sustained episodes. The pacing impedance was also noted to be high and a tip fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.